Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, for the burn failure, there is a possibility that a sufficient distance from the endoscope¿s distal end was not maintained when using a high-frequency treatment device. In addition, for the adhesive peeled failure, the most probable cause of the malfunction is traced to component failure. The burn failure is detectable and preventable by handling device in accordance with the following IFU. 3.3 preparation and inspection of accessories, 3.4 attaching accessories to the endoscope, 4.2 using endo-therapy accessorie.s should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed in the device evaluation that the duodenovideoscope exhibited burn marks in the distal end, and that the adhesive around the light guide lens was peeled. There was no patient involvement.